Event description:
It was reported that one day post implant, poor sensing was observed. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.